Manufacturer narrative:
The device was returned to olympus for inspection. Reasonably known information suggests probable causes such as some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of cysto-nephro videoscope, detached rubber cover of forceps channel port was found. The most likely cause or probable cause of the reportable malfunction is stress. There was no patient involvement.